Event description:
Event description boston scientific crm received information from the patient that she did not feel good and has no quality of life. She indicated the device has never worked right. She said the device has worn out in 4 years, so it is earlier than they thought. She is upset because the device did not last 5 years. She said she will be receiving a new device. Her husband will have to miss work and they will have to travel and stay in a hotel.